Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt reported he woke up in the middle of the night and noticed his insulin infusion headset was disconnected from his body. He stated he turns numerous times during the night and it is possible for the headset to become disconnected. He said this is the first time this has happened. He stated he discarded the used headset and inserted a new one. On follow up with the pt on (B)(6) 2010, he stated the headset was inserted into this abdomen area and said he was unsure how long the headset had been in use. He stated he prepares his site area by cleaning the area and letting it dry. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.